Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received for evaluation at a zoll approved business partner. The customer's report could not be replicated. Log review showed the unit never registered a "pads on" message, indicating it failed to detect valid patient impedance. Multiple rhythm analyses were performed, all yielded "attach pads" prompts, consistent with poor pad-to-skin contact, loose cable connections, or incomplete multifunction cable (mfc)-to-device coupling. Functional testing of the returned accessories revealed the mfc cable intermittently lost connection and was replaced as a precaution; however, no "cable fault" was ever logged. The device was recertified and cleared for clinical use. It is important to note per the x series operator's guide, AED operation states, the x series automatically begins the analysis of the patient's ECG rhythm, displays an analyzing ECG message for 5 seconds, and announces and displays a stand clear message. If therapy electrodes have not been properly connected to the patient, an attach pads or check pads message is displayed, and analysis will be inhibited. No trend is associated with reports of this type.